Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient indicated that the patient's screen would get stuck at 90% and the issue started when the received the device and the manufacturer representative (rep) was assisting them. The patient stated that it would take 30 minutes to receive a bolus. Patient services reviewed data and assisted the patient in deleting data. The patient was then able to connect to the pump without a 90% lag. The patient planned to call back if further assistance was needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient reporting that "it's taking forever to bolus"; patient added when they tried to connect "takes at least a minute or more" before they get bolus. Patient confirmed that they had called in before to delete the data. Agent assisted the patient to delete the data; agent asked patient to connect to their pump to test the connection. Patient did not want to since it was not yet time for them to get bolus.

Manufacturer narrative:
Continuation of d10: product ID a820 product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving morphine drug via an implantable pump for non-malignant indications for use. It was reported that the personal therapy manager (ptm) had been getting stuck at 90% when attempting to deliver a bolus since she got the external device. The technical services (tss) discussed not needing to hold communicator over pump once it has reached 90. The tss also discussed a fix has not been rolled out yet.